Event description:
The user entered treatment plan data manually into gammamed plus control software and did not adjust the step size from the default of 10mm to 5mm which was used to plan. Due to the incorrect step size specified the pt was mistreated.